Event description:
The device was used to check pt's blood glucose and the result was normal (150 mg/dl). Family said they went into an incoherent coma state. Family had to give pt a glucagon shot to bring pt into a normal state. Level 1 glucose control was in range on the system. The device was replaced and requested to be returned for evaluation.